Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument came apart in the washer. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed. The instrument was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. Isi followed up with the initial reporter and obtained additional information: the initial reporter could not specify which part of the instrument came apart during/after washing. The reported issue did not occur during the case and therefore, no fragments fell into the patient.